Event description:
It was reported the device was used for an ileotransverse colectomy. There were no reported issues with the device during the procedure. Three days post operatively the pt required a blood transfusion. It was stated that the bleeding occurred at the site of the anastomosis.